Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.

Event description:
It was reported to boston scientific corporation that a polaris¿ loop ureteral stent was being unpacked in the receiving department. According to the complainant, the inner packaging was noted to have a reddish/brown stain on the package. The device was not being used during a procedure, therefore, patient information is not applicable.